Event description:
It was reported there was a black screen software issue. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer booted to a system error. Analysis also found corrosion on upper and lower left display hinges, corrosion found on the upper case, and corrosion found on the power supply. It is noted the power cord was missing. Concomitant medical products: product ID: 229047, analyzer. (B)(4).